Event description:
A csi orbital atherectomy was performed on the left distal posterior tibial artery with a diamondback 360 gen2 1.25 mm peripheral oas. The device became lodged in the distal plantar artery distal to the posterior tibial artery and was unable to be removed. Patient was sent to the operating room and device was removed successfully. FDA safety report ID # (B)(4).